Event description:
Customer reportedly obtained results of 187mg/dl and 47mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.